Event description:
Surgeon reported 6 pt with some type of toxic effect with fibrin in the anterior chamber. During follow-up conversation he then rpeorted 10 additional pt's with inflammation (no pt identifiers). He reported that he used multiple products on these pt's and he did not blame any product for the events. Some of the reactions werre rpeorted as "severe". No medical or surgical interventions have been reported. During a follow-up phone call in 2006 the surgeon reported that he believes the viscoelastic contributed to these events. He has had a total of 16 pt's with symptoms (no pt indentifiers)